Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and screws placed with the aid of navigation were not placed as intended and therewith could have led to harm of the spinal cord and/or blood vessels and thus ultimately to a serious injury of the patient, although: there is no indication of a systematic error or malfunction of the brainlab navigation device; according brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place; according to the hospital / surgeon the final outcome of the surgery was successful and there are no negative clinical effects for this patient due to this issue, neither due to the screws placed different than intended, nor due to the broken spinous process. According to the results of technical investigation and the information available to brainlab from the hospital, the investigation results could neither confirm nor disprove an actual inaccuracy of the information provided by brainlab navigation. For the deviation of the navigated k-wires in c5 a likely root cause can be attributed to a not sufficiently rigid fixation of the navigation reference array (being subject to forces by user interaction, possible soft tissue movements and later breakage of the spinous process), leading to movement of the array compared to the bone and therewith to a shift between the virtual display of the image dataset and the actual patient anatomy. Further the fusion of the pre-op CT scan to the intraoperative scan from the ziehm 3d c-arm, which was used for placement of navigated k-wires in c5 and c6, may have been not as accurate as desired for this specific procedure. The placement of screws in c5 and c6 has been performed with a non-navigated screwdriver and therefore was not influenced by the information provided by the navigation system; however, it is likely that the screws followed the path of the (deviated) k-wire. Apparently, the potential deviation of navigation information and resulting k-wire deviation has not been recognized with the necessary continued verification of navigation accuracy by the user during the procedure, specifically before the screw placements. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A spine surgery for stabilization of the cervical spine with fusion of and screw placement in c5-c6 and decompression of the nerve was planned to be performed with the aid of brainlab navigation system spine & trauma 3d version 2.6. During the procedure the surgeon: attached the navigation reference array to the spinous process of the vertebrate c5. Performed an intraoperative scan with the ziehm vision rfd 3d c-arm, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration). Virtually fused a preoperative image data set to the intraoperative scan, verified the accuracy of the fusion and then used the preoperative data set for navigation. Calibrated the brainlab awl and a brainlab drill guide. Placed two k-wires in vertebra c5 with the aid of navigation, followed by placement of screws using a non-navigated screwdriver. Detected that the spinous process of c5, where the navigation reference array was attached, is broken. Re-attached the navigation reference array to the spinous process of c6 and performed a region match registration. Continued placement of k-wires in vertebra c6 with the aid of navigation, followed by placement of screws using a non-navigated screwdriver. Performed a control scan for verification of screw placement and determined that three of four screws were placed differently than intended. Removed and successfully replaced the screws without the aid of navigation. According to the hospital / surgeon the final outcome of the surgery was successful and there are no negative clinical effects for this patient due to this issue, neither due to the screws placed different than intended, nor due to the broken spinous process.